Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Although the customer received a replacement pump, they wished to reset the old malfunctioning pump to retrieve data. Technical support assisted with the reset but informed the customer that data retrieval was not possible. Since the malfunction recurred even after resetting, the pump had already been replaced in a previous case. Follow-up attempts were made by technical support but were unsuccessful due to technical disconnects and subsequent calls.